Event description:
A male pt with a history of previous revascularization (non tvr), diabetes mellitus (non insulin-dependent), hypertension, smoking, and cad in first degree relative was admitted for angina. Angiography revealed a 57%, 16mm, lesion in the mid left anterior descending artery (lad). The vessel was 2.81 mm in diameter with timi iii flow. A 3.0 x 18mm cypher stent was positoned via direct stenting and was deployed to 14 atms with good results. Final residual stenosis was 11% with timi iii flow. The pt was discharged on aspirin and plavix. Six yrs and three mos post procedure, the pt died. The cause of death is not known. There is no add'l info available or forthcoming.

Manufacturer narrative:
The product(s) are not available for analysis. A review of the mfg route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Based on the available info it is not possible to draw a conclusion regarding the relationship of the cypher product to this event. Without knowing the cause of the death it is impossible to speculate what (if any) clinical factors may have contributed to this event. Cypher catalog a616919 is not distributed in the us; however, it is similar to us distributed cypher product (cxs).